Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported imaging loss was not able to be confirmed, but the reported distal tip kink/bend and guidewire exit notch tear were able to be visually confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported kink, torn guidewire exit notch, and imaging loss appear to be related to circumstances of the procedure. There was an optical fiber break noted during returned device testing, which caused the reported imaging loss. There was also a bend noted to the distal tip of the catheter, as well as a tear to the guidewire exit notch, which are consistent with the reported catheter damage. In this case, it is likely that either the patient's anatomical conditions or the use technique employed caused the catheter damage. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Reportedly, the dragonfly imaging catheter was used during the procedure. During advancement, the tip of the catheter became kinked, and there was no image displayed. Therefore, the catheter was removed and another dragonfly imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned goods device analysis observed a torn guide wire exit notch.